Event description:
It was reported that a homechoice cassette leaked. This was described as the ¿dialysis box of the user's call feedback line is leaking from inside the device's valve". This occurred during an unknown process step of automated peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.